Event description:
Rn identified leakage underneath PICC dressing of serosanguineous drainage. Unsure where leakage originating from. Dressing removed to investigate. Leakage noted from where PICC catheter meets hub. Fluid drops noted to be collecting there as heparin actively infusing through line. Crack in catheter line suspected at the area where catheter meets hub. When md removing PICC line, line snapped at area where crack suspected (where catheter meets hub). Called other hospital to help problem-solve, multiple interventions attempted suggested by other hospital (heat compress, etc.). Unable to remove remainder of snapped catheter stuck in patient. As per other hospital recommendations, md bent/clamped the remaining catheter and steri-striped this section down as to prevent the catheter from migrating further inside of patient. Secured occlusive dressing over top of this. Awaiting t/f for removal.

Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.